Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 04/03/2015 and confirmed the reported event of inaccurate blood glucose values.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient did not calibrate according to user guide recommendations. Patient inserted sensor into arm, which is not an approved site. The patient's father did not report injury or medical intervention.